Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that they made a mistake and cut the patient line of the disposable cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to inspect the disposables cassette for damage and if damage is found, then the user is to ¿obtain a new disposable set¿ in order to avoid possible contamination of the fluid pathways. The guide instructs the user to use aseptic technique to reduce the chance of infection when you connect yourself to the cycler. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set/line) on the homechoice (hc) during drain four of five. The hp stated that his wife used saran wrap to hold the patient line down to the hp¿s body. The hp attempted to cut the saran wrap off and cut the patient line from the cassette and a system error 2240 alarm sounded; the hp then turned off the hc. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.